Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" ((B)(6)). The subject ((B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of pelvic pain ("pelvic pain"). Medical conditions: patient has no concomitant conditions. Concurrent conditions included body mass index normal and latex allergy. Concomitant products included ibuprofen from (B)(6) 2017 for pain prophylaxis. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with ibuprofen and surgery (essure removal procedure will be scheduled). Fallopian tube occlusion insert treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: after hsg on (B)(6) 2018 the patient was instructed to continue the use of condoms. A second hsg will be performed at 6 months post insertion. There was no alternative explanation for the adverse events. According to the investigator there was a reasonable causal relationship to study procedures (essure placement) the subject was very unhappy with essure procedure. She reported recurrent bv infections since placement. She also complained of left sided pain and repots not sexually active due to pain and getting frustrated wants the coils out. Essure removal procedure will be scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. On (B)(6) 2018, a transvaginal ultrasound was performed and indicated essure device dislocation from left tube - the coil appears to be in myometrium and endometrium. On (B)(6) 2018 - hysterosalpingography: confirmed both left and right essure devices where properly placed. Small amount of contrast extended beyond left essure device. Most recent follow-up information incorporated above includes: on 20-apr-2018: the event essure device dislocation left fallopian tube was deleted and the event pelvic pain was added. Due to this event the essure removal was planned. Lab data were updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted. The report describes a case of pelvic pain ("pelvic pain"). Co-suspect products included anesthetics, local for female sterilization. The subject's past medical history included multigravida (four, no abortions) and parity 4 (no c-sections, no ectopics). Patient has no concomitant conditions. No previous gynecological interventions. Last menstruation before essure insertion on 7-oct-2016. Uterus normal. Concurrent conditions included body mass index normal, latex allergy and breast feeding. Concomitant products included ibuprofen from 13-nov-2017 to 14-nov-2017 for pain prophylaxis. From 14-nov-2017 until 14-nov-2017, the subject received anesthetics, local at an unspecified dose and frequency. On 14-nov-2017, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain. The subject was treated with ibuprofen and surgery (essure removal procedure will be scheduled). Fallopian tube occlusion insert treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: no complaints immediately after essure insertion under paracervical block. After hsg on (B)(6) 2018 the patient was instructed to continue the use of condoms. A second hsg will be performed at 6 months post insertion on (B)(6) 2018 there was no alternative explanation for the adverse events. According to the investigator there was a reasonable causal relationship to study procedures (essure placement) the subject was very unhappy with essure procedure. She reported recurrent bv infections since placement. She also complained of left sided pain and repots not sexually active due to pain and getting frustrated wants the coils out. Essure removal procedure will be scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysteroscopy for essure insertion during paracervical block - on 17-nov-2017: easy visualization of tubal os, no fluid loss moren than 1500cc. Insertion duration: 25 minutes, left and right essure in situ in left and right tube. Transvaginal ultrasound - on 21-feb-2018: essure device dislocation from left tube - the coil appears to be in myometrium and endometrium. Hysterosalpingography - on 14-mar-2018: confirmed both left and right essure devices where properly placed. Small amount of contrast extended beyond left essure device. Most recent follow-up information incorporated above includes: on 31-aug-2018: correction following reconciliation with study database, intervention required serious criteria was unticked. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.